Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an event where the device displayed a "red screen with some sort of error and thought it may have been a channel error¿ when working within the emergency department overflow unit. This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested, additional information was not provided.